Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient presented in clinic with vf episodes and a dislodged rv lead. It was suspected that the dislodgement of the lead resulted from the dislodgement of the ICD, which had migrated to near the armpit. The lead was explanted and replaced when repositioning was unsuccessful.